Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the reported heart failure is potentially attributable to the patient¿s condition, per the physician. Additionally, heart failure is listed in the triclip system instructions for use as a known possible complication associated with triclip procedures. The reported unexpected medical intervention resulted from case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with a restricted anterior and posterior leaflet. A triclip xtw was inserted. However, while crossing the septal and anterior leaflets, the patient went into a left bundle branch block (heart block). To treat the heart block, a temporary pacemaker was placed. The procedure was completed with two clips implanted, reducing tr to a grade of 1-2. In the physician's opinion, the clip contributed to the patient's left bundle branch (heart block), requiring a temporary pacemaker. There was no clinically significant delay in the procedure.